Event description:
Laparoscopic gallbladder surgery - "part of the value detached during surgery and fell in the abdomen. It was found. The surgery went as part usual, however, took a bit longer than usual. At the end of the procedure when checking the homeostasis, the surgeon by chance discovered a portion of the valve which was discovered on the internal structures. The valve was removed without much difficult." Patient status: stable.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.